Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that customer was collecting blood per policy and protocol from patient's double lumen groshong PICC line. Blue port was connected to an IV line that was paused in order to collect blood work. Red port not connected, and this was the port being used to withdraw blood. Customer collected two samples using the blood sampling syringe method. First customer disinfected the needleless connector of the red port, using an alcohol swab, scrubbing for a minimum 15 seconds and allowed to dry completely, customer then attached a pre-filled syringe with nacl 0.9% and slowly aspirated for blood return, once blood return noted, customer flushed line using a gentle pulsatile technique. Using the now empty flush syringe, customer then withdrew approximately 5ml discard volume. Customer then attached a new, sterile, empty syringe to the needleless connector. Customer withdrew approximately 6ml of blood into the syringe. Customer disconnected syringe from needleless connector and flushed red lumen with the first 10ml nacl 0.9% flush, no concerns with same. Customer disconnected this syringe and attached a new 10ml nacl 0.9% flush syringe. Customer used the same technique to flush (gentle push, pause), but suddenly after flushing approximately 5ml a "snapping" sound was heard from the line. The red lumen was noted to be separated from tubing of PICC (hanging on by one side). Writer clamped tubing with gloved fingers while calling charge nurse into the room for assistance. The detached line was then clamped below the line separation and additional tegaderm dressing applied over PICC line for securement. Blood cultures drawn from other blue port and peripherally drawn by lab. Customer not using PICC until it is assessed. 22g piv inserted to l wrist for bt pain meds.